Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a e315(scope communication error) which was caused by the fluid invasion inside in the scope connector, angulation felt tight, the flexibility adjustment was not good; the switches were worn; lens guide-tube was stretched and orbeye's small lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope with a reported a e315(scope communication error) to olympus to the service center. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the reported issue occurred due to the following device handling, water invaded scope connector, electrical components were broken, and error message was displayed. Connector cap of leakage tester was attached to venting connector of device while water adhered to these components. Connector cap of leakage tester was attached/detached to venting connector of device under water. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor the field performance of this device.